Event description:
A medical professional spoke to the lay user in 2005 and obtained/verified the following information: the user woke up in 2005 experienced symptoms of low blood glucose (right arm was shaky and she was sweating). She tested her blood glucose and received an blood glucose of 88 mg/dl. She contacted paramedics and they arrived within 5 minutes later and took her to the hosp (which was right around the corner from her home). Emt's did not test the user or treat her. She was tested in the ER with a blood glucose of 33 mg/dl and was treated with food and IV. She was in the hosp for two days and during her stay she was treated with insulin (type unk) for high blood glucose (reading unk). Diagnosis was low blood glucose and indication of a stroke. The user had not tested her blood glucose the day before the incident. She claims at that time she was only testing every other day because the readings were "normal". The day she did not test her blood glucose she still took her set amount of oral medication of (glyburide 2x a day). The physician now put her on glypizide. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution that the user had been using was expired. Customer services sent the user a replacement meter and testing supplies.

Event description:
A medical professional spoke to the lay user in 09/2005 and obtained/verified the following information: the user woke up on 09/2005 experiencing symptoms of low blood glucose (right arm was shaky and she was sweating). She tested her blood glocuse and received an blood glucose of 88 mg/dl. She contacted paramedics and they arrived within 5 minutes later and took her to the hospital (which was right around the corner from har home). Emt's did not test the user or treat her. She was tested in the ER with a blood glucose of 33 mg/dl and was treated with food and IV. She was in the hospital for two days and during her stay she was treated with insulin (type unk) for high blood glucose (reading unk). Diagnosis was low blood glucose and indication of a strike. The user had not tested her blood glucose the day before (9/2005) the incident. She claims at that time she was only testing every day because the readings were "normal". The days she did not test her blood glucose she still took her set amount of oral medication (glyburide 2x a day). The physician now put her on glypizide. The test strips were in good condition and not expired, the technique of applying blood on the test strip was correct. The control solution that the user had been using was expired. Customer services sent the user a replacement meter and testing supplies.